Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler, liberty cycler set and the serious adverse events of fungal peritonitis, characterized by severe diarrhea, cloudy peritoneal effluent fluid, vomiting, shakiness, confusion, hypotension (borderline) and tachycardia, which warranted hospitalization, antibiotic therapy, pd catheter (not a fresenius product) removal, and the patient¿s transition to hd for rrt. Per the pdrn, the etiology of the serious adverse events is unknown; therefore, causality could not be determined. However, the pdrn reported the serious adverse events were unrelated to any fresenius product(s) and/or device(s). Those individuals undergoing pd therapy (manual or cycler based) are at high risk for infections of the peritoneum, pd catheter tunnel, and exit site. Of these infections, approximately 15% are fungal in nature and frequently require the removal of the patients¿ pd catheter. Based on the information available, the liberty select cycler and liberty cycler set utilized by the patient can be disassociated from the serious adverse events. There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) caused or contributed to the serious adverse events. Furthermore, there was no report a fresenius device(s) and/or product(s) failed to meet the users¿ expectations or the manufacturers¿ specifications.

Event description:
On 9/jun/2025, fresenius became aware this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler and liberty cycler set for renal replacement therapy (rrt) was hospitalized on (B)(6) 2025. It was also reported that the patient will not be undergoing pd therapy ¿for a while.¿ follow-up from the patient¿s pd registered nurse (pdrn) revealed the patient was hospitalized on (B)(6) 2025 due to severe diarrhea, cloudy peritoneal effluent fluid, vomiting, shakiness, confusion, hypotensive (borderline) and tachycardia. A peritoneal effluent fluid culture and cell count (nucleated cells = 27, 000, neutrophils = 94%) were obtained (stool studies and viral swap also performed), and the patient was diagnosed with peritonitis. The patient was initially treated with vancomycin and ceftazidime (routes, durations, frequencies, dosages not provided) until the preliminary culture result returned positive for fungus (organism not provided) on (B)(6) 2025. It is unknown if the patient continued to receive the vancomycin and/or ceftazidime after learning the peritoneal effluent culture result, however the patient was started on intravenous (IV) micafungin (dose, frequency, duration not provided) on (B)(6) 2025. The patient¿s pd catheter was also removed on the same day, and a hemodialysis (hd) catheter was placed on (B)(6) 2025. The patient was transitioned to hd without any reported issues and is recovering from the serious adverse events. The cause of the peritonitis is unknown, as the pdrn has not received the infectious work-up documentation. The patient remains hospitalized as of (B)(6) 2025, and based on the documentation provided by the pdrn, the serious adverse events were unrelated to any fresenius product(s) and/or device(s).

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
On 9/jun/2025, fresenius became aware this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler and liberty cycler set for renal replacement therapy (rrt) was hospitalized on (B)(6) 2025. It was also reported that the patient will not be undergoing pd therapy ¿for a while.¿ follow-up from the patient¿s pd registered nurse (pdrn) revealed the patient was hospitalized on (B)(6) 2025 due to severe diarrhea, cloudy peritoneal effluent fluid, vomiting, shakiness, confusion, hypotensive (borderline) and tachycardia. A peritoneal effluent fluid culture and cell count (nucleated cells = 27, 000, neutrophils = 94%) were obtained (stool studies and viral swap also performed), and the patient was diagnosed with peritonitis. The patient was initially treated with vancomycin and ceftazidime (routes, durations, frequencies, dosages not provided) until the preliminary culture result returned positive for fungus (organism not provided) on (B)(6) 2025. It is unknown if the patient continued to receive the vancomycin and/or ceftazidime after learning the peritoneal effluent culture result. However, the patient was started on intravenous (IV) micafungin (dose, frequency, duration not provided) on (B)(6) 2025. The patient¿s pd catheter was also removed on the same day, and a hemodialysis (hd) catheter was placed on (B)(6) 2025. The patient was transitioned to hd without any reported issues and is recovering from the serious adverse events. The cause of the peritonitis is unknown, as the pdrn has not received the infectious work-up documentation. The patient remains hospitalized as of (B)(6) 2025, and based on the documentation provided by the pdrn, the serious adverse events were unrelated to any fresenius product(s) and/or device(s).